Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The citadel plus bariatric care system is intended for the acute and post-acute care environments. It is indicated for medical purposes to aid the patient and stuff during the performance of routine care. Each citadel plus bed is equipped with power drive system designed to provide powered transport for the citadel plus bariatric bed frame system. This power drive system feature is responsible for activating forward and backward movement of the device. To give the movement of the bed both steering handles need to be pressed and power drive lever located on each sides of the bed, at the height of the side panel needs to be engaged. On 01 jun 2017 arjohuntleigh has received a customer complaint involving citadel plus bed (serial number: (B)(6)). In the complaint it was reported that at the time the event occurred, the resident was placed on the bed, in one of the facility room. The dialysis team and nurse were also present in the same room. Following the information provided, their intention was to move the bed, possibly to get the better access to the resident. The left side of the bed was extended out towards nurse. There was approximately 20 inches of space between the side rail of the bed and sink because of the small room size. The nurse wanted to release the power drive lever with her foot to move the bed, to do it she applied all of her weight on power drive lever, and her knee went into the steel bar on the side of the bed. As a result, the nurse's knee was injured. There were no broken bones, the knee was popping and the swelling was observed. To recover, patient was wearing knee brace and was on his own physical therapy. When reviewing similar reportable events , we have not found any cases that may relate to the issue investigated here: caregiver did not give enough attention and carefulness at the time of applying power drive lever. There is no complaint trend for these kinds of events. The device history record has been reviewed. No production anomalies were recorded at the time of manufacture. After the event arjohuntleigh technician inspected the bed and revealed that no malfunction was found within the bed. After reviewing all information gathered it was established that the nurse hit width extension frame as the bed frame was being expanded and the device was placed in small room what resulted in the approximately 20 inches of space between the side rail of the bed and sink. It made the power drive lever more difficult to reach. Due to above it can be assumed that the root cause of claimed failure could be associated with the user not following recommendation provided in product instruction for use. It needs to be emphasize that to ensure the safety of our products the instruction for use provided together with the involved device (831.374 rev. B dated on december 2015) advises the way of use of the device in order to avoid any risk of harm: warning: "ensure there is a space to operate before forward or reverse movement. Take caution in crowded areas to prevent trapping a patient or caretaker between bed frame and wall, furniture, equipment or other objects". Warning: " operate with caution in crowded hallways, elevators and rooms", warning: "to maneuver the bed is small or tight areas, disengage the power drive from floor and manually move the bed in the desired direction" taking into account the above quotes from the manual, it can be assumed that if the recommendation included in the instruction for use were followed and safe operational distances would have been kept, it is highly probable that the risk of hitting extension frame would have been avoided. In summary, although no serious injury occurred the complaint decided to be reportable in abundance of caution due to the knee injury reported. The device was being used for patient care at the time of the incident and therefore the device played a role in the reported incident. With all facts gathered it might be presumed that the nurse hit width extension due to not enough space while operating the device. Due to above it can be assumed that the root cause of claimed failure could be associated with the user not following recommendation provided in product instruction for use. At the time the event occurred the device was working up to its specification.

Event description:
On 01 jun 2017 arjohuntleigh has received a customer complaint involving citadel plus (serial number: (B)(4)). In the complaint it was reported that at the time the event occurred the resident was placed on the bed, in one of the facility room. The dialysis team and nurse were also present in the same room. Following the information provided, their intention was to move the bed, possibly to get the better access to the resident. The left side of the bed was extended out towards nurse. There was approximately 20 inches of space between the side rail of the bed and sink because of the small room size. The nurse wanted to release the power drive lever with her foot to move the bed, to do it she applied all of her weight on power drive lever, and her knee went into the steel bar on the side of the bed. As a result, the nurse's knee was injured.

Manufacturer narrative:
Missing UDI number was added.

Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The citadel plus bariatric care system is intended for the acute and post-acute care environments. It is indicated for medical purposes to aid the patient and stuff during the performance of routine care. Each citadel plus bed is equipped with power drive system designed to provide powered transport for the citadel plus bariatric bed frame system. This power drive system feature is responsible for activating forward and backward movement of the device. To give the movement of the bed both steering handles need to be pressed and power drive lever located on each sides of the bed, at the height of the side panel needs to be engaged. On 01 jun 2017 arjohuntleigh has received a customer complaint involving citadel plus bed (serial number: (B)(6)). In the complaint it was reported that at the time the event occurred, the resident was placed on the bed, in one of the facility room. The dialysis team and nurse were also present in the same room. Following the information provided, their intention was to move the bed, possibly to get the better access to the resident. The left side of the bed was extended out towards nurse. There was approximately 20 inches of space between the side rail of the bed and sink because of the small room size. The nurse wanted to release the power drive lever with her foot to move the bed, to do it she applied all of her weight on power drive lever, and her knee went into the steel bar on the side of the bed. As a result, the nurse's knee was injured. There were no broken bones, the knee was popping and the swelling was observed. To recover, patient was wearing knee brace and was on his own physical therapy. When reviewing similar reportable events , we have not found any cases that may relate to the issue investigated here: caregiver did not give enough attention and carefulness at the time of applying power drive lever. There is no complaint trend for these kinds of events. The device history record has been reviewed. No production anomalies were recorded at the time of manufacture. After the event arjohuntleigh technician inspected the bed and revealed that no malfunction was found within the bed. After reviewing all information gathered it was established that the nurse hit width extension frame as the bed frame was being expanded and the device was placed in small room what resulted in the approximately 20 inches of space between the side rail of the bed and sink. It made the power drive lever more difficult to reach. Due to above it can be assumed that the root cause of claimed failure could be associated with the user not following recommendation provided in product instruction for use. It needs to be emphasize that to ensure the safety of our products the instruction for use provided together with the involved device (831.374 rev. B dated on december 2015) advises the way of use of the device in order to avoid any risk of harm: warning: "ensure there is a space to operate before forward or reverse movement. Take caution in crowded areas to prevent trapping a patient or caretaker between bed frame and wall, furniture, equipment or other objects". Warning: " operate with caution in crowded hallways, elevators and rooms", warning: "to maneuver the bed is small or tight areas, disengage the power drive from floor and manually move the bed in the desired direction". Taking into account the above quotes from the manual, it can be assumed that if the recommendation included in the instruction for use were followed and safe operational distances would have been kept, it is highly probable that the risk of hitting extension frame would have been avoided. In summary, although no serious injury occurred the complaint decided to be reportable in abundance of caution due to the knee injury reported. The device was being used for patient care at the time of the incident and therefore the device played a role in the reported incident. With all facts gathered it might be presumed that the nurse hit width extension due to not enough space while operating the device. Due to above it can be assumed that the root cause of claimed failure could be associated with the user not following recommendation provided in product instruction for use. At the time the event occurred the device was working up to its specification. Missing UDI number was added. The (B)(4) follow up report was sent on 23 apr 2018. The follow-up report number 2 was provided instead of follow-up report number 1. The number was corrected.